Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7362815, medical device expiration date: 12/31/2022, device manufacture date: 12/28/2017. Medical device lot #: 8057708, medical device expiration date: 02/28/2023, device manufacture date: 02/28/2018. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had leakage around the plunger stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. A sample and a photo were returned for evaluation. The picture sent by the customer was evaluated and it is possible to observe leakage. However the samples provided by the customer were submitted to validate dimensional tests and no non conformances were observed, thus it not possible confirm the root cause. CAPA is not required.

Event description:
It was reported that bd plastipak syringe 10ml luer-lok had leakage around the plunger stopper. No serious injury or medical intervention was reported.